Event description:
No additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing and the complaint investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope failed a micro test on (B)(6) 2025. The issue was found during a routine culture of the scope. The device was retested on (B)(6) 2025, where it tested positive for escherchia coli >100 cfus, pseudomonis aeruginosa <10 cfus. Then tested positive also on the (B)(6) 2025, for pseudomonis aeruginosa <10 cfus and, entrococcus <10 cfus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.